Manufacturer narrative:
One pump was returned for evaluation in poor condition. Visual inspection of the device found that hte plunger head was full of contamination. A review of the event history log found that there was a check clutch error. Functional testing involved flow testing and found that the reported issue was duplicated. It was observed that there was contamination on the position pot and clutch assembly. Based on the evidence, the root cause was attributed to a user issue, due to fluid ingression into the plunger head and main body of the pump.

Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump experienced a clutch problem. No information has been provided alleging this product issue has caused or contributed to a patient injury.